Event description:
Additional information clarified the statement "csf low from cap." It was noted that while there was cerebrospinal fluid flow, it seemed to be slower than what the health care providers would normally see.

Event description:
It was reported that a volume discrepancy occurred, in which the actual reservoir volume (arv) was 0ml and the expected reservoir volume (erv) was 2.9ml. On (B)(6) 2014, the pump was replaced. It was unknown to the reporter if the patient experienced any symptoms or complications associated with the event. In the physician programmer notes, it was noted that the cerebrospinal fluid (csf) was ¿low from the catheter access port (cap).¿ it was unclear what this note was indicating. Further follow-up to clarify this note is being done. The patient status at the time of this report was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine, clonidine, and baclofen. Additional information, including troubleshooting and diagnostics, patient symptoms and patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(4).